Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe bulk sterile pharmacy convenience tray contained foreign matter and had a defective stopper. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation summary: sample evaluation: 5 photos for batch #8116948 (p/n 309703) and 5 physical samples of syringes depicted in the photos. 1 half-syringe sample marked ¿brown particulate/stain.¿ only top half of the syringe was received including the plunger rod still attached. The barrel appeared to have been cut between 3ml and 4ml markings with entire bottom half (that includes the tip) missing. A large brown piece of foreign matter was observed embedded in the barrel wall, as well as several much smaller pieces. The larger piece was greater than level 3 in size and is rejectable per product specification. 1 syringe sample marked ¿deformed plunger.¿ the plunger and stopper were in the bottom out position. The sample was observed to have a jammed stopper condition, which is rejectable per product specification. 3 syringe samples marked ¿embedded black particulate.¿ the 1 syringe with two cylinder image dots was found to have several small embedded black particles in the barrel wall outside the scale markings approximately at the level of 4ml mark. The particles were level 1 in size or smaller and are considered a cosmetic imperfection, which is acceptable per product specification. The 2 other syringes were not found to have any embedded particles. DHR review for batch #8116948. Release date: 5/18/2018. Released quantity was (B)(4). "All" visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8116948 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Potential root cause: (1) embedded foreign matter is degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. (2) the jammed stopper defect is likely due to a misalignment of the plunger rod and stopper with the barrel during the assembly process.

Event description:
It was reported that bd luer-lok¿ syringe bulk sterile pharmacy convenience tray contained foreign matter and had a defective stopper. No serious injury or medical intervention was reported.